Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarm was absent on record. However, no alarms noted during testing. No low battery alert noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/10/2021 11:12:11.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. Unit may have had an intermittent failure not detected during our testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Cosmetic damage confirmed when cracked case on battery tube was observed. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, unexpected battery power loss. The customer reported blood glucose value of 290 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: sitting down at dinner document treatment for high bg: took insulin via syringe document type of diabetes: type 1. The event involved product(s) mmt-7040a, mmt-332a, mmt-396a, mmt-1880. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm did not recure after inserting a new battery or recurring alarms were not identified in alarm history. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-396a. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.